Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. Siemens ran service methods remotely, which did not pass. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse: replaced the printed circuit assembly for sample probe 1, performed service method tests to verify sample probe 1 and reagent probe 2 are within specifications, and performed quick check and quality controls, resulting acceptably. The customer indicated that there have been no issues since the service visit. The cause of the discordant vanc result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.